Event description:
It was reported that about three days post generator change procedure, the patient with the implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to inappropriate anti-tachycardia pacing (atp) therapy being delivered. The physician noted that, during the generator change, loss of capture (loc) and low out of range shock impedances were observed on the right ventricular (rv) lead channel, however testing was performed, and the lead had been left in service. The physician called technical services (ts) and requested a review of the device stored ventricular events. Upon review of the ventricular events, ts noted that a stored signal artifact monitor (sam) event. Further review showed that the rv lead exhibited low out of range pacing impedances. Ts was able to confirm that the four bursts of atp therapy were inappropriate due to rv lead oversensing noise. Ts discussed findings with the physician and the physician stated plans to perform a venogram and possibly turn off rv therapy. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that about three days post generator change procedure, the patient with the implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to inappropriate anti-tachycardia pacing (atp) therapy being delivered. The physician noted that, during the generator change, loss of capture (loc) and low out of range shock impedances were observed on the right ventricular (rv) lead channel, however testing was performed, and the lead had been left in service. The physician called technical services (ts) and requested a review of the device stored ventricular events. Upon review of the ventricular events, ts noted that a stored signal artifact monitor (sam) event. Further review showed that the rv lead exhibited low out of range pacing impedances. Ts was able to confirm that the four bursts of atp therapy were inappropriate due to rv lead oversensing noise. Ts discussed findings with the physician and the physician stated plans to perform a venogram and possibly turn off rv therapy. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that therapy was temporarily turned off and a couple days later a replacement procedure was performed. The physician explanted the ICD device and surgically abandoned the rv lead. The physician replaced the ICD and rv lead with new devices successfully. No additional adverse patient effects were reported.